Manufacturer narrative:
The suspect device was returned for eval. Review of the event history log confirmed a check clutch alarm however, testing was unable to duplicate the reported alarm condition. The device was working as intended. A lead screw nut was found loose. As a preventative measure, the lead screw nut was readjusted. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.